Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter would not power on with button press or with test strip insertion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button press and strip insertion. Blank screen was not observed. No malfunction or product deficiency was identified.

Event description:
Customer reported her adc blood glucose meter would not power on with button press or with test strip insertion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death or permanent impairment associated with this event.